Manufacturer narrative:
The unit was received with a missing retainer ring, missing retainer o-ring, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture, and a peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call the insulin pump had a crack on the casing and the reservoir ring. The patient's blood glucose at the time of incident was 200 mg/dl. The customer did not know how the damage occurred. The insulin pump was returned and replaced.